Event description:
It was reported from (B)(6) by way of a bfarm report that on (B)(6) 2015, a patient had dark urine was diagnosed, consequently with a high hemolysis rate. There were no high power consumption alarms set off. The acoustic analysis of the operating noise clearly indicated a pump thrombosis. The pump was exchanged immediately on the basis of high hemolysis values. The examination of the explanted pump showed thrombus material on one of the four hydrodynamic bearings of the rotor, as well as mechanical abrasion signs on the rotor rear side. Additional information reported by the physician indicated that in addition to hematuria the signs and symptoms at initial presentation included elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh) and abnormal pump parameters. Anticoagulation was controlled with an "inr about 3.0". It was indicated that known risk factors for thrombus included previous pump exchange. The patient is in the intensive care unit.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Device code (s) was updated to better reflect the event reported by the complainant. Information from analysis of the pump performed at the site reported pump parameters were not significantly increased/no alarms. Retrospective analysis of the log files showed a few smaller increases of power consumption but still below the alarm threshold. It was reported that there was "small thrombus on one wing which causes 3rd harmony. With report that from experience small thrombi on a surface of the hydrodynamic bearing can cause high hemolysis. Strong 3rd harmony existing." It was reported that the pump will not be returned. The pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A report sent by the site revealed small increases in power consumption below the alarm threshold. Analysis of the explanted pump by the site revealed the presence of thrombus within the pump. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical factors and patient comorbidities may have impacted the event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and thrombus have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The IFU addresses guidelines for optimal patient management including pre and post-operative include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Pump has not been received.